Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter drip line ceased to provide irrigation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farawave catheter was used. Sometime after the catheter had been inserted into the patient it was noticed that the drip line to the device was no longer dripping. The catheter was removed from the body and manually flushed, but this did not resolve the issue. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.